Event description:
I had essure procedure done in (B)(6) 2012. Within weeks, I began to have severe migraine headaches, usually heavy menstrual flow, spotting between menstrual cycles, and frequent uti's and yeast infections. Within 4 months of having the devices implanted, I gained 40 pounds without having changed my lifestyle habits. The symptoms gradually got worse: sharp, stabbing pains and cramping in my entire pelvic region; unexplained hot flashes (I am only in my early (B)(6)) ; pain in joints throughout my body; severe insomnia; chronic fatigue; heart palpitations; dizziness; memory problems; numbness and tingling in my extremities (particularly my fingertips and toes); lower pack pain; ches pain; pain in my left shoulder and arm; and recurring bowel problems. I had not tied, the symptoms I had been having to the essure implants at first. I visited my doctor and she ordered some lab tests: all my blood work came back as completely normal. I continued to struggle with these "mysterious" symptoms with no relieve and no answers for over two years. On (B)(6), I stumbled upon a support group called "essure problems" and read that there were several women who were all experiencing the same symptoms as I was. I continued to do research over the next few months and I found that the problems I was having were all adverse side effects of essure. I plan to visit my ob/gyn and discuss possible removal of the implants, because I feel I have suffered with this chronic pain long enough.